Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The returned set screw was visually inspected in which we can clearly see the damages and deformation on the threads. The thread coating is completely rubbed off and the shape of the thread is also damaged. The damage on the cylindrical portion of the shaft also indicates that it rubbed off with the nail's body and thread which confirms the misalignment. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The root cause of this occurrence can be attributed to user-related as we can see signs of misalignment. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the set screw got stuck in the middle of the nail and the screwdriver for the set was not turning halfway. When tightened hard, it made a creaking sound and the situation was completely different from usual. We tried a new set screw, but the result was the same. We thought that the nail was not good, removed it, open a new difference nail, and perform the operation. The operation took twice as long as usual, putting a burden on the patient, but it was completed successfully."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the set screw got stuck in the middle of the nail and the screwdriver for the set was not turning halfway. When tightened hard, it made a creaking sound and the situation was completely different from usual. We tried a new set screw, but the result was the same. We thought that the nail was not good, removed it, open a new difference nail, and perform the operation. The operation took twice as long as usual, putting a burden on the patient, but it was completed successfully."